Event description:
It was reported that during a procedure, the surgeon tried to lock the tibial nail proximally through ap (anterior proximal) hole of the aiming arm. The trocar sleeve would not slide through the aiming arm hole. The surgeon used another hole to lock it. Surgery was successfully completed with no reported patient injury or time delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The product development evaluation stated: it is determined that the instrument was deformed due to unknown external forces. The disposition of this complaint from a design perspective is indeterminate. Placeholder.

Manufacturer narrative:
The ap hole access side is below the tolerance due to a damage caused during usage, exit side is within the specification. Since no more information is available, we cannot determine the exact root cause of the this issue. The manufacturing records were reviewed and no deviation to the specification was found. Complaint is indeterminate.